Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been reusing insulin. Tandem customer technical support informed customer that per tandem user guide: residual insulin remaining in the cartridge is unusable. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.